Event description:
It was reported that a remote monitoring transmission indicated that the patient received possible inappropriate therapy for supraventricular tachycardia. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.